Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated she developed pain while wearing the sensor. She went to the hospital where she was diagnosed with cellulitis and treated with antibiotic sulfamethoxazole-trimethoprim-ds 800 mg-150 mg. At the time of the report the same day her arm was still painful. No additional patient or event information is available.